Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated he had his primary right knee done on (B)(6) 1998. Approximately in (B)(6) of 1999 patient experienced movement on his knee. Patient was revised on (B)(6) 2000.

Manufacturer narrative:
The following devices were also listed in this report: duracon universal b/p non-beaded; cat# 6632-3-635; lot# fsiaa. Dura duration a/p tib xlg 16; cat# 6642-1-916; lot# uzhka. Duracon modular non-beaded cr femur asy; cat# 6632-0-525; lot# fshmc. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding loosening and infection involving a duracon patella was reported. The event was confirmed by medical review. Methods & results: product evaluation and results: not performed as the device was not returned. Clinician review: ¿on (B)(6) 1998 he underwent a primary right total knee arthroplasty for which no operative report is available. Implant labels indicate a duracon modular right large femoral nonporous component, a howmedica universal tibial baseplate non-beaded xli, a 62m/l 58a/p, a duracon ap lipped tibial insert xl16mm duration uhmwpe, and a duracon asymmetric patella, large 11mm thick were inserted.¿ ¿on (B)(6) 2012 a history of present illness states, "had an infected total that I removed and replaced in 2003. Not sure we ever saw him back after surgery¿. ¿on (B)(6) 2017 a history of present illness notes". Primary knee in 1998. 2002 a loosened patellar button. When button removed, got staph infection and knee removed, reconstructed with duracon ts with cemented stems¿. "No primary or first revision operative reports are available." Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot and sterile lot indicated. Conclusions: based on the medical records provided loosening and infection is confirmed however, the root cause could not be determined as insufficient information was provided. A review of the technical evaluation for the reported infection indicated that based on the data reviewed, it is not possible that the isolated bacteria associated with this infection was introduced to the surgical site on the sterile medical device implants. A trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called and stated he had his primary right knee done on (B)(6) 1998. Approximately in (B)(6) of 1999 patient experienced movement on his knee. Patient was revised on (B)(6) 2000. Update as per medical review: "on (B)(6) 2017 a history of present illness notes, ". Primary knee done in 1998, 2002 loosened patellar button. When button removed, got staph infection. The knee was removed and reconstructed with duracon ts with cemented stems".